Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in intraoral region #10, its non-osseointegration was observed. 50ncm of primary stability was achieved and the patient presented bone type I and peri-implantitis. In addition, the dentist reported that the procedures of immediate implant and immediate load were done.